Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a calcified lesion in the lad that had not been pre-dilated. The delivery/stent system was removed and the lesion was pre dilated. Another attempt at crossing the lesion was unsuccessful. The delivery/stent system was removed and the lesion was dilated again. After removing the delivery/stent system for the third time, it was noted that there was damage to the proximal struts of the stent and the stent has moved on the balloon. The procedure was completed with another manufacturer's stent. No pt injuries or complications occurred.